Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a patient who was treated with the fiberwire device two weeks before the (B)(6) 2022 needed a revision surgery for other reasons. During the revision surgery on the (B)(6) 2022 the surgeon noticed that the fiberwire suture had torn. No further information received. Update (B)(6) 2022: it was confirmed that the torn sutures of the device were not the reason for the revision.